Event description:
Procedure type: cholecystectomy. According to the reporter: the device fired without closing the staples. This happened multiple times. The clips spit out of the jaws and fell inside the surgical cavity. They were retrieved. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).